Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: crease fold observed. Red particles on the surface of the shell.

Manufacturer narrative:
Adverse event health effect f2203-imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This relates to the right side. Device has been explanted and replaced with a non-allergan device.